Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire. After deployment, patient was unable to locate sensor wire. Patient reported difficulty with insertion. No medical intervention was required.